Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels between 191 to above 300 (mg/dl). The customer initially changed the site and supplies; however the occlusion alarms persisted. A bolus was delivered to address bg levels. During troubleshooting with tandem technical support, insulin was observed exiting the tubing. The customer declined to load a new cartridge and stated they would change their site.